Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 23 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that while the patient was admitted to the hospital for a left groin infection, a pump stoppage and driveline disconnect occurred on (B)(6) 2017 while the system controller was attached to batteries. This occurred while the pump was supported by batteries. The patient indicated that the driveline was accidentally disconnected instead of the power cable. It was reported that the patient was aware of the mistake and no issues were reported with the lvad system. The patient was asymptomatic. No further information was provided.

Manufacturer narrative:
The pump remains implanted supporting the patient. Review of the submitted system controller log file showed a pump stop associated with a driveline disconnected event occurred on (B)(6) 2017 at 08:07 am. Subsequent data recorded in the log file indicated that the pump resumed operating at the set speed after 08:08 am. No other unusual events were noted in the event history. As was reported by the healthcare provider, the patient accidentally disconnected the driveline instead of the power cable while in the hospital. The patient realized the mistake when the system controller alarmed. There were no issues reported with the lvad system. The heartmate ii left ventricular assist system's (lvas) patient handbook outlines all system controller alarms as well as the proper actions associated with them. In addition, both the patient handbook and IFU warn that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, it should be reconnected right away. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.